Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no speech discrimination and hears only noise with the device since 2 months ago. The external equipment was found to be working normally. A CT scan may be ordered.

Manufacturer narrative:
The device has not been received for investigation, despite requested. According to the currently available information, damage to the active electrode, as might be caused by an excessive mechanical stress to it appears likely. Furthermore, in situ measurements show an increased gpi, which might be related to bone growth over it. However to determine an exact root cause a device investigation at the explanted device is necessary. This is a final report.

Event description:
The patient no longer had speech discrimination and heard only noise with the device, allegedly since passing through a metal detector.